Event description:
A caller reported experiencing a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with a pump reset, and after the reset, the error code did not reappear. The caller was able to successfully start their sensor session.